Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the original surgeon was dr. (B)(6). After 5 years the patient comes to dr. Sales referring pain. The attached picture of the rx shows the implant fractured. Neck and stem (tiny pieces) were broken. All biologics test show no infection.